Event description:
During or check, smelled burning, noted unit charge light and dock light were not on. When examining surgicount scanner it was noted to have a burn mark on connection area (docking slot) also noted the same burn marks on the docking unit/cradle itself. Unit and docking cradle removed from the operating room and placed in the lead office. Backup unit placed in operating room. Unit manufacturer was called at surgicount medical to be informed of equipment malfunction and hazard. Manufacturer response for surgicount, surgicount medical (per site reporter): spoke to surgitrack representative about etiology of device damage explored. Possibly due to water condensing in port from cleaning. Inservice to rns and perinatal techs regarding cleaning procedure. Requested surgitrack r&d dept to look at redesign of docking portal to side rather than at bottom of device.